Manufacturer narrative:
Expiration date unk. Claim #: (B)(4).

Event description:
Received a complaint from (B)(6), the patient reported cataract and elevated intraocular pressure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.